Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill alerts were annunciated after filling the cartridge with insulin during the load process. The customer reported an elevated blood glucose (bg) level of 475 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, customer failed to remove residual air from the cartridge. Customer was later able to load a new cartridge successfully.